Event description:
Intuitive sureform 60 stapler malfunction. When performing stapling, physician tried to cut the staple line and found that was not complete/ intact. Line sutured and re-stapled to complete the procedure. FDA safety report ID# (B)(4).